Event description:
The ge oec 9600 fluoroscopy system made a popping sound during a procedure. There was an odor of something burning afterward.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a defective battery pack, battery charger pcb, and x-ray controller pcb to restore function. The system was tested and found to be working as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.